Event description:
It was reported by service report that the stretcher would not come out of trend. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: release linkage.